Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that after an infusion had infused approximately 140mls of a combination chemotherapy regimen called epoch (includes doxorubicin, etoposide and vincristine) was when the patient noticed that their shirt and chest was wet. The rn noted that the needleless connector had disconnected from the patient's port-a-catheter even though the nurse reported that the connection was secured tightly prior to the initiation of the infusion. It was also noted that the patient denied manipulating or pulling on the tubing set. There was no report of patient harm.

Event description:
The customer reported that after an infusion had infused approximately 140mls of a combination chemotherapy regimen called epoch (includes doxorubicin, etoposide and vincristine) was when the patient noticed that their shirt and chest was wet. The rn noted that the needleless connector had disconnected from the patient's port-a-catheter even though the nurse reported that the connection was secured tightly prior to the initiation of the infusion. It was also noted that the patient denied manipulating or pulling on the tubing set. There was no report of patient harm.